Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "IV pump mark alarm insert doorstream." This condition had the potential to interrupt delivery. This condition was found in a private room upon power up. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "IV pump mark alarm insert doorstream" was confirmed and reproduced by baxter personnel. The root cause of this condition was determined to be a malfunction in the slide clamp circuits due to loose sensor contact. To correct this condition, the safety clamp was cleaned and the contacts were re-soldered as per service manual. Should additional information be received, a follow-up medwatch will be submitted.